Event description:
A hospital in (B)(6) reported an incident involving an rt380 adult dual heated evaqua2 breathing circuit that allegedly produced barotrauma in the patient. While weaning a patient from mechanical ventilation, the dry line was replaced with an 900mr961 adaptor and connected to two flow meters, one for air and one for oxygen. It was reportedly at this point that the disconnection occurred, after the 900mr961 was placed on the chamber and plugged into the flow meters. The rt380 was still connected to the trachea. The disconnection occurred between the inspiratory limb and the chamber. The patient allegedly desaturated to 40% fio2. The barotrauma was reported to have resulted in a punctured lung. The circuit was in use for about a week prior to the disconnection.

Manufacturer narrative:
(B)(4). The complaint rt380 evaqua2 breathing circuit was not returned to fisher & paykel healthcare in (B)(6) for evaluation. Our investigation is based on the information provided by the hospital and our knowledge of the product. From the description of events as reported by the hospital we note the following: - the patient had been using the subject rt380 circuit with mechanical ventilation for about a week with no reported incident during this time. - in order to wean the patient from mechanical ventilation, the dry line (between the chamber and ventilator) was removed. The patient was still connected to the rt380 circuit via a trache interface. - when the dry line was removed a 900mr961 adaptor was attached to the chamber in its place. This (dual) adaptor was in turn connected to two tubes, one leading to the 900ix128 air flow meter, and one leading to a 900ix129 oxygen flow meter. - as soon as the connection was made, the rt380 inspiratory limb spontaneously disconnected from the chamber and the patient desaturated to 40% fio2 as a result of the disconnection and loss of flow. - it was determined that the patient had sustained a barotrauma at this time, which resulted in a punctured lung. Information regarding the flow settings on the two flow meters was sought but was not provided. Conclusion: pulmonary barotrauma is damage to the lung from rapid or excessive pressure changes, as may occur when a patient is on a ventilator and is subjected to high airway pressure. From the information provided it appears the patient had been on mechanical ventilation for at least a week with no reported issues. The barotauma apparently occurred when the flow generation system was changed from the ventilator to the air and oxygen flow meters. The fact that the inspiratory limb disconnected when the flow meters were attached suggests that the air pressure was excessively high and had created additional pressure in the inspiratory system, leading to disconnection of the inspiratory limb. If there were excess pressure buildup in the system at this point, the disconnection of the inspiratory limb would have acted like a pressure relief valve, potentially helping prevent further lung damage. Based on the reported chain of events it appears most likely that the cause of the incident was related to the changeover from ventilator to flow meters and was thus a setup issue rather than a malfunction of any of the products involved. The rt380 user instructions depict two appropriate single limb setups, one of which is suitable for use on intubated or trache patients. The recommended setup for such a patient requires a peep valve (pressure relief valve). Based on the information provided, neither of the depicted setups was used. The setup as described in the incident report was not suitable for a patient with a bypassed airway and no means for air to escape. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The user instructions supplied with the rt380 breathing circuit state: - check all connections are tight before use - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.